Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The flow sensors, ventilator interface board, and drive gas check valve were replaced. Patient information could not be obtained due to country privacy laws. Unique identifier ¿ (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case utilizing mechanical ventilation, the bellows collapsed. There was no reported patient injury.